Event description:
It was reported that the event involved a patient that expired after the operation. The md complained about a problem with an iab-s840c. While in the cath lab the md inserted the intra-aortic balloon (iab) through the super arrow-flex (saf) sheath via right femoral artery. The tip of the iab wrapping was inflated partially even though following the instructions for use. The md inflated the iab using a syringe manually and it fully inflated; however the iab was not inflating fully when connected with a device. The md properly vacuumed the iab enough inside of the tray, but the iab didn't inflate inside of patient's aortic artery. As a result, the md removed the iab and replaced with a new iab kit without issue. The procedure was completed successfully. No patient complications, injury, medical/surgical intervention or harmful outcome to the patient from the event was reported. Additional information received on (B)(4) 2015 from the distributor stated the device did not cause or contribute to the patient's death. It was unknown what surgery the patient had just received and how long after the surgery the patient had expired. The actual diagnosis for the patient's death was also unknown. The md removed the first iab and sheath together as one unit successfully. A second arrow iab-s840c was inserted via the same insertion site. It was stated there was nothing special mentioned about a delay or interruption in therapy and no harm to the patient was noted.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.